Event description:
On june 12, 2008, the lay user/patient contacted lifescan (lfs) alleging that the control solution reading obtained on her onetouch ultra2 meter was outside of the target range. The medical affairs specialist (mas) spoke with the pt on june 23, 2008 and obtained the following info. The pt reported that the alleged issue began the day prior to contacting lfs. At an unspecified time on the day prior to original date, prior to running, the control solution test, the pt reported testing her blood glucose on the subject meter and obtaining a reading of "269 mg/dl" at the time of that alleged test, the pt claimed she was tired and had a headache, which are symptoms she indicated, she generally experiences when her blood glucose is low. Despite her symptoms, the pt administered 6 units of novolog (based on sliding scale) as a result of the alleged reading. Sometime after administering the insulin, the pt reported her father found her "passed out" and he proceeded with giving her a glucagon shot. When the pt became conscious, her father further treated her with food and beverage. The pt reported she did test on the subject meter sometime after receiving treatment and obtained a result in the "500's". The pt did not recall if she tested on her non-lfs backup meter at the time this incident occurred. At the time of troubleshooting, the customer care advocate (cca) confirmed the subject meter was set to the proper unit of measure setting (mg/dl) and that the test strips were in good condition. However, the cca discovered the pt was using the incorrect technique when running the control solution test. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on her meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.